Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and residual clear grease type substance was observed after removing the cap from the spike. Silicone is applied to the spike before placing the cap on, so what was found was just slight residual silicone applied per proper assembly instructions. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had liquid contamination in the inlet lead. This was observed before patient use. There was no patient involvement. No additional information is available.